Event description:
An 8.0mm diameter x 40mm length flexible bridge biliary stent system was inserted for treatment of an unk lesion in an iliac artery. The stent reportedly dislodged from the delivery balloon when it was pulled into the guide catheter. The undeployed stent was successfully snared from the iliac artery and removed from the pt. There is no further info available from the user facility despite attempts to obtain info. The physician did not follow the instructions for use when the stent delivery system was pulled into the guide catheter for removal. The device history review reveals no relevant issues. The stent delivery system has been received, however investigation is pending at this time. A follow up report will be submitted if device investigation changes results of the conclusion.